Event description:
On (B)(6) 2012 customer reported a leak (<1/2 cc) contained inside of the lh750 slidemaker unit on the drip tray. Customer also reported that the instrument experienced "reset in progress" errors. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and found that the leak originated from the bottom of quick disconnect 2 (qd-2). Fse replaced qd-2 and verified that it functioned properly. Fse also reset the instrument multiple times and experienced no problems. These actions resolved the issues and no further leaks and errors were reported.

Manufacturer narrative:
(B)(4).